Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 11:54am. The patient reportedly obtained blood glucose results of "55mg/dl" with the subject meter and "465mg/dl" with another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied testing her blood glucose with another device. The patient manages her diabetes with insulin (via insulin pump); however, at an unknown time following the alleged issue, the patient claimed she drank orange juice. Approximately three hours after the alleged issue began, the patient claimed she was administered insulin via IV by a health care professional (hcp) in the emergency room (ER). According to the csr's documentation, the patient reportedly developed symptoms of lightheadedness, blurry vision, and fell. It is not specified what the patient's blood glucose result was prior to the onset/during her symptom, it is also specified if the patient administered self-treatment, and how soon after patient's symptoms improved. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate low reading on the subject meter, administered treatment based on the alleged result, and reportedly was administered treatment by an hcp for sever hyperglycemia after the alleged issue began.